Event description:
Per staff member mom reported the incident "mom call me directly, and stated that the vent machine failed an the middle of the night and the patient was rushed to the ER by airlift , she also mention that one of the rt's at the hospital told her that the vent was not working properly and it needed to be replaced. Per mom following call she is stated that it was the home night nurse didn't suction the patient and she thinks that it may be the cause of respiratory stress on the patient."